Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated due to no telemetry; therefore, no device data was available. However, it was confirmed that this device was not operating in safety mode. Visual inspection of the case and header noted a centered hole in the right atrial (ra) lead seal plug. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured, which confirmed a depleted cell. No battery-related failures were able to be determined with the detailed battery analysis. Analysis was not able to determine the probable cause of the failure mode.

Event description:
This implantable cardiac resynchronization therapy pacemaker (crt-p) was explanted due to preventive and prophylactic reasons, with no device malfunction reported. The product was returned for analysis.